Event description:
The company was informed that the pt experienced redness and irritation at the implant site. The pt was reportedly seen by a dermatologist, and has not been using the device. It was reported that the pt is now using the device and doing well. Advanced bionics is in the process of gathering more info. Once more info is available, a supplemental report will be submitted.